Event description:
The recipient reportedly experienced no response to stimulation since initial activation. A pre operation MRI and post operation CT scan reveled that the recipient does not have a cochlear aperture. Device testing revealed results within normal limits. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered. The device passed external visual and photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.